Event description:
It was reported that there was noise observed in the ventricular channel of the programmer analyzer and that the programmer internal printer was broken. The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer internal printer was broken. Analysis was unable to confirm the customer comment that there was noise observed in the ventricular channel of the programmer analyzer. It was noted that the stylus tip was damaged and not functional. It was also noted that the paper tray switch handle was missing. It was further noted that the lower handle, left sliding rail, lower hinge plate, left and right hasp latches and bullets were broken. Furthermore it was noted that the display bezel was slightly damaged but considered acceptable. The programmer software was re-installed and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.